Manufacturer narrative:
This report will be updated should pertinent information be provided and/or the product investigation is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements, including to high out of range measurements of greater than 125 ohms. Boston scientific technical services provided troubleshooting options to the field, and the rv lead remains in service. No adverse patient effects were reported.